Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site (B)(4), subject (B)(6) was implanted with an advance sling (B)(6) 2009. On (B)(6) 2010, the physician reported "continuous loss of urine." The physician stated the event is related to the device. Intervention: condom catheter. Event status: is still continuing. No further info provided.